Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex reg. Pain syndrome type I. Information was reported that the patient said she lost a lot of weight, and the leads have gone from her spinal canal and migrated across her spine. The patient said it doesn't bother her on a daily basis, but sometimes if she moves a certain way she gets a zapping sensation. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.